Event description:
The patient underwent prophylactic generator replacement surgery. The explanted generator was discarded by the explanting facility. No additional relevant information has been received to date.

Event description:
Clinic notes reported that a patient was referred for vns replacement surgery due to persistent breakthrough seizures and a significant degree of nocturnal events and adverse side effects due to the vns set at maximal configurations. Diagnostics from the clinic visit were within the normal limits. No additional relevant information has been received to date. No relevant surgical interventions are known to have occurred to date.